Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were stuck on insulin pump. Customer reported that the insulin squirts during priming. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir compartment was cracked. The device will not be returned for analysis.